Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and contamination under the keypad button contacts. This report is made based on results of the investigation performed on 12/16/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad was found to be peeling at the up arrow button. Evaluation revealed that the ok keypad buttons was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).